Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. Prior to procedure, interrogation of the pacemaker revealed the patients right atrial (ra) lead had over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. The physician opted to continue monitor the patient. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the patient right atrial (ra) lead had a far r wave oversensing resulting in the inappropriate automated mode switch (ams) episodes.